Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose levels reached 16 mmol/l (288 mg/dl), while wearing the pod between 4 and 24 hours. It was noted that the patient experienced a needle mechanism failure. No information was provided on how the hyperglycemia was treated.